Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2009, patient underwent laparoscopic cholecystectomy with intraoperative cholangiogram for pre-op diagnosis of acute cholecystitis and post-op diagnosis of gangrenous cholecystitis. No complications were reported during the procedure. On (B)(6) 2011, patient underwent following procedure: l5-s1 anterior lumbar interbody arthrodesis. (B)(4) application of prosthetic device l5-s1. Use of local autograft and bmp. Anterior instrumentation l5-s1; for a pre-op diagnosis of l5-s1 disc degenerative disc disease. Diskogenic low back pain. L5-s1 stenosis. Per-op notes: after anterior exposure, l5-s1 was identified radiographically. Posterior osteophytes were removed and prosthetic device along with autograft and bmp were placed in intervertebral body and anterior instrumentation as applied. Imaging confirmed acceptable placement of implants. No complications were reported during the procedure. It was reported that the patient experienced unspecified injuries due to rhbmp-2/acs.